Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the surgeon used a ar-8959tds bb tak and placed in the central hole of the buttress plate to keep the plate steady. After using fluoroscopy, the surgeon wanted to relocate the position of the plate and went to remove the bb tak. As the bb tak was being removed, the distal portion broke off and became embedded in the patient. The surgeon was able to use the cannulated drill bit from the set to pop the cortex and remove a small fragment of the bb tak; however, a small piece remained in the patient.